Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that wake button was intermittently not responding when pressed upon. Reportedly, the customer would have to tap on the wake button two times instead of one to enter into the quick bolus screen. Customer's blood glucose level was not impacted.